Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced pain and swelling during an MRI scan (date not reported). It was reported that the patient's head was not wrapped per the manufacturer's recommendation for MRI. Revision surgery was subsequently performed (date not reported) to alleviate the swelling (date not reported) and the patient's symptoms reportedly resolved. The implanted device remains.